Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported missing high and low alarms. The reported issue was investigated and attempted to be replicated. Per the abbott diabetes care compatibility, the reported configuration of ios 17.5.1 is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone se phone with ios 17 operating system version 2.11.2.82.75. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced hypoglycemia symptoms, "veil before the eyes" and a loss of consciousness. The customer was unable to self-treat and was given apple juice by a third-party for treatment. There was no report of death or permanent impairment associated with this event.